Event description:
Customer reports the kvp is inaccurate, at 120 kvp output is 130 kvp. No patient injury was reported.

Manufacturer narrative:
Per customer, the system was checked and at 120 kvp the output is 122.7 kvp. The system is in spec. No adjustments are needed.